Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information received indicated that the lead was dislodged. In addition, infection was suspected. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.